Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had "squirting out" during the manual prime process. Customer's blood glucose value was 16.3 mmol/l at the time of the incident, current blood glucose was 8.7 mmol/l. Customer will not return device for analysis. Updated summary: the customer reported via phone call that the insulin pump was squirting out and had prime fill anomaly during the manual prime. The customer's blood glucose value was 16.3 mmol/l at the time of the incident and the customer's current blood glucose level was 8.7 mmol/l. Troubleshooting was performed. The customer stated that drive support cap was protruded. The customer was advised to replace out the insulin pump . Product is not expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify prime or fill anomaly due to compromised force sensor system alarm.